Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported during a da vinci si surgical procedure that the 8mm monopolar curved scissors (mcs) tip cover accessory used in conjunction with the mcs instrument, melted. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.